Event description:
Procedure: unk. Reportedly, the surgeon used the device to transect the meso rectum. However, the cartridge blade broke and the returning knob didn't work. The surgeon then used an additional tool to remove the instrument from tissue. There was some damage to the rectum tissue and an approximate 10 minute delay in the case, however, no bleeding or other adverse effect was reported.